Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that insulin leaked into the reservoir compartment. Customer stated that they have also been experiencing high blood glucose readings of 454 mg/dl due to the leak and have been treating with a manual injection. Customer stated that they noticed their blood glucose readings going up and smelled insulin prior to the call. Customer further stated that the insulin was seeping through the bottom of the reservoir and through the o rings. No further information reported.